Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions due to oversensing of atrial flutter (af). Programming options were discussed, automatic setup was repeated and primary vector was chosen. Current presenting rhythm has smaller r-waves and similar, larger p-waves without p-wave oversensing but patient is not currently in af. A boston scientific technical services consultant suggested x-rays and further troubleshooting. No adverse patient effects were reported.